Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high, infinite impedance and a lead warning was triggered. The impedance has been high since implant. Threshold and sensing were stable and no oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient is known to have twiddler's syndrome and flips the device in the pocket. The rv lead exhibited a gradual impedance increase over time, and r-wave measurements were variable. In addition, it was noted that there were possible non-physiologic atrial high rate episodes observed on the electrogram. The rv and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead alert triggered; the rv lead exhibited continued infinite impedance readings, and high threshold values were now observed. The lead remains in use. No patient complications have been reported as a result of this event.